Event description:
The following has been reported: biomed reported: " flaky screen". Patient harm: no infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (screen, no input) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for lcd input issues. Upon return, the lcd was intermittently not responsive to touch inputs. No other damage was identified.